Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: address, city, state, post office or zip code: unknown/not provided section e1: phone number: +91 9999642308 section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one patient implanted with a non-preloaded intraocular lens (iol) complained of not seeing properly and was not happy with the result. Upon follow-up, it was noted that the patient is experiencing debilitating conditions and cannot perform more than one activity. There was no requirement of medical or surgical intervention. No further information is available.